Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that vet syringe 0.3ml x 29g x 12.7mm 10 bag needle pierced through the shield. The product is also damaged. This was discovered during use. The following information was provided by the initial reporter: material no: batch no: 8351978. It was reported that the customer stated that some needles are bent, one even poked through the red plastic cap, and poked my finger. The needle bevel is in random places so you have to hold the syringe twisted diagonally which can be very difficult to keep the bevel up verbatim: hi! I have had faulty syringes. They were bought from my vet's office. Some needles are bent, one even poked through the red plastic cap, and poked my finger. The needle bevel is in random places so you have to hold the syringe twisted diagonally which can be very difficult to keep the bevel up with squirmy dog. Some are just fine and my dog lets me know which ones aren't. I now have to inspect the needles to make sure they aren't bent and skip on the crooked ones so I don't have to contort my hand to keep the bevel up.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(4) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8351978. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4) noted that did not pertain to the complaint.

Event description:
It was reported that vet syringe 0.3ml x 29g x 12.7mm 10 bag needle pierced through the shield. The product is also damaged. This was discovered during use. The following information was provided by the initial reporter: material no: batch no: 8351978. It was reported that the customer stated that some needles are bent, one even poked through the red plastic cap, and poked my finger. The needle bevel is in random places so you have to hold the syringe twisted diagonally which can be very difficult to keep the bevel up verbatim: hi! I have had faulty syringes. They were bought from my vet's office. Some needles are bent, one even poked through the red plastic cap, and poked my finger. The needle bevel is in random places so you have to hold the syringe twisted diagonally which can be very difficult to keep the bevel up with squirmy dog. Some are just fine and my dog lets me know which ones aren't. I now have to inspect the needles to make sure they aren't bent and skip on the crooked ones so I don't have to contort my hand to keep the bevel up.